Event description:
The event or problem is described as follows: "contact lens overwear causing permanent corneal distortion and decreased visual acuity. Was originally cuased because pt was able to buy lenses from alternative sources without dr's prescription." The reporter requested anonymity. No add'l info is available to enable further investigation at this time.